Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event. A review of the device data did not identify any issues that would have caused or contributed to the episode as normal device function was confirmed. No additional adverse patient effects were reported.